Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the device produced an uneven graft, cut into fat layers, and was jumping/bouncing during grafting process. Due diligence is in progress; there is no additional information available.

Event description:
There was no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device was not cutting properly; the motor rpms were noisy but within specification, the control bar was loose, the control bar and ball plunger were not in the correct position, the internal retaining ring was missing, the spring pin was too high, and the dowel pins were not flush. The motor, sleeve, spring seal, planetary gear, swivel, ball plunger, lever, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.